Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they have issues with sg vs bg. Customer's blood glucose level was 160 mg/dl and the sensor glucose reading was 89 mg/dl which triggered the threshold suspend. Troubleshooting was done. The sensor will return for analysis.